Event description:
The customer complained of questionable glucose results for 1 patient from accu-chek inform ii meter serial (B)(4). At 9:32 pm the result from the meter with a fingerstick was hi (greater than 600 mg/dl). At 9:39 pm the result from the laboratory with venous blood was 224 mg/dl. There was no adverse event. The patient's condition was "well and good". The qc was acceptable within 24 hours of the meter result. The suspect device was requested to be returned for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.